Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013 during the drilling procedure to place a screw in the mid portion of the tibia, the drill bit broke down with one piece remaining in the bone. The specialist was advised, and he decided to leave the fragment in place. This is report 1 of 1 for complaint (B)(4). This report is for unknown drill bit.

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned. The review of device history records was not performed; the lot number provided could not be verified. Placeholder.